Event description:
It was reported the spinal cord stimulation (scs) patient experienced seropurulent drainage from the lead incision site approximately three weeks after being implanted. The patient was admitted to the hospital for sepsis, and cultures taken were positive for enterobacter cloacae. The physician assessed the to be event to have causal relationship to the procedure and was the result of an infection at the lead site. The patient was given antibiotics and underwent an explant procedure were the scs device was removed. The patient did well postoperatively and was discharged from the hospital.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: n/I. Upn: n/I. Model: n/I. Serial: (B)(6). Batch: n/I. Product family: n/I. Upn: n/I. Model: n/I. Serial: (B)(6). Batch: n/I.

Event description:
It was reported the spinal cord stimulation (scs) clinical study patient (a7007 relief 2) patient experienced seropurulent drainage from the lead incision site approximately three weeks after being implanted. The patient was admitted to the hospital for sepsis, and cultures taken were positive for enterobacter cloacae. The physician assessed the to be event to have causal relationship to the procedure and was the result of an infection at the lead site. The patient was given antibiotics and underwent an explant procedure were the scs device was removed. The patient did well postoperatively and was discharged from the hospital. Additional information was received that clarified, the patient experienced seropurulent drainage from the lead incision approximately two weeks after being implanted. The patient was prescribed antibiotics and underwent a surgical procedure to lavage the wound. The patient was later admitted to the hospital and underwent intravenous (IV) antibiotic therapy after it was determined that the wound was not responding to the previous treatment. The physician became concerned about colonization when the wound discharge persisted; and it was then that the patient underwent the procedure to remove the scs system.